Manufacturer narrative:
The device has not been returned to the MFR for eval. The chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
A break in the retention dome during traction removal. The indwelling period was 183 days.